Event description:
It was reported that pump generated repeated cartridge change errors as soon as cartridge was inserted, and this occurred with multiple cartridges, confirming customer¿s complaint. There was no reported impact to the customer¿s blood glucose level. Customer received replacement pump, and original pump was scheduled for return to distributor for evaluation, with no additional information available regarding any further actions or outcomes.